Event description:
Event description cpi received information that a patient's ventak mini implantable cardioverter defibrillator (ICD) exhibited oversensing and delivered a shock into sinus bradycardia. The oversensing was reproducible when the patient moved his arms and performed valsalva manuevers. The oversensing was also reproduced when the ICD was pacing.